Event description:
A facility representative reported that a patient experienced a posterior capsule rupture of the right eye during an attempt to exchange the intraocular lens (iol). The initial iol remains implanted. The patient will use glasses and contact lenses. The patient reported blurred vision with the initial intraocular lens (iol) implant. The clinical reason for the explant was anisometropia and refractive surprise however, it was noted that the surgeon does not believe the iol contributed to the to the event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol), with a patient reason for explant of "blurred vision", and a clinical reason for explant of "anisometropia, refractive surprise". Additional information has been requested however, further information has not been received.